Event description:
It was reported that the pt had an infection following pump replacement. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates dilaudid. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.